Manufacturer narrative:
Device evaluation: the material was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. The reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing records were reviewed and no related deviation were found. The product was manufactured and released according to specification. A search in the complaint system for related complaints of the lot from the last 12 months was conducted and no related complaint(s) were found. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported event cannot be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or dob, weight, ethnicity: unknown/no information. Date of event: unknown, not provided. If implanted, give date: not applicable, the healon is not an implanted product. If explanted, give date: not applicable, the healon is not an implanted product. Initial reporter first & last name: unknown/ not provided. Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the surgeon tried to take the healon product out of its box during cataract surgery, they noticed that the sealed box, inner pouch had already been opened. The surgeon decided not to use the product. There was no patient injury reported. No further information was provided.